Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned complaint device found the balloon was burst. No damage found on the catheter of the device. It is possible that interaction with scope or any other surface during the procedure could create friction on the balloon, causing the issue found of balloon burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the papilla during an endoscopic balloon sphincteroplasty procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon cannot be inflated. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon burst; therefore, this is now an MDR reportable event.